Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) was unable to power on was confirmed through review of the platform archive and not during functional testing. There were no device deficiencies found during evaluation of the returned console that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. Visual inspection was performed and found a damaged top cover, front and bottom enclosures, unrelated to the reported issue. To remedy the damage, the top cover, front, and bottom enclosures were replaced. Review of the archive data indicated upon power on, the platform displayed fault 21 (position change does not coincide with motor direction), was power off by the user and then displayed user advisory (ua) 45 (not at "home" position after power-on/restart), was power cycled and displayed user advisory (ua) 02 (compression tracking error). After the platform was power cycled again, it performed four sessions with a total of 1593 compressions. During the fourth session, after 9 compressions, the platform displayed user advisory (ua) 01 (low battery warning) followed by user advisory (ua) 17 (max motor on time exceeded during active operation) error message. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Fault 21 error message indicates the computed compression target position exceeds allowable revolutions. The user advisory (ua) 45 informs the customer that the drive shaft was not at "home" position when the platform was powered on. User advisory (ua) 45 is the clearable error message and are designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 02 error is raised when the drive shaft rotates and tightens the lifeband (to compress the chest), the load cells do not see the expected increase in load, typically when there is no patient on the autopulse platform or the patient is not placed correctly. The user advisory (ua) 02 is also raised if the lifeband is opened during active operation. The user advisory (ua) 01 error message alerts the user that the battery being used is running low. User advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. There was no damage noted on the battery connector of the power distribution board. The power on/off switch was tested and verified working to specifications. The platform was able to power on and off without any issue. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used on a patient during the transport to the hospital. Upon arrival, the platform was powered off by the user in order to apply the pads from the hospital's AED device. Following this, the crew tried to power on the platform but were unsuccessful. Immediately, the crew reverted to manual CPR. No patient consequence was reported.